Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced possible asystole. It was noted that there was no right atrial (ra) lead sensing on presenting rhythm strip and it was also noted that the ra lead exhibited far field r-wave (ffrw) oversensing. No further patient complications have been reported as a result of this event.